Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
A patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device that was suddenly unable to cycle, despite having used it successfully one week prior. A revision surgery was performed, during which the physician observed a tubing fracture and a loss of fluid close to the junction of pump and cylinder tubing, as the reservoir was completely depleted of filling solution. The device was explanted and replaced. There were no patient complications.